Manufacturer narrative:
Investigation of the customer's complaint of an insufficient heat seal leading to a breach in sterility has confirmed the reported issue. Conmed received two 139112ext unopened and in original packaging, the reported catalog and lot numbers were verified. A visual inspection found one device was returned with open hole in the packaging taped. One device had a slanted heat seal leaving a small gap. A functional inspection was then performed and the devices were dye leak tested per policy. The dye test indicated the device had an insufficient heat seal, the dye leaked onto the gap in the slanted seal. The manufacturing documents from the device history record have been reviewed and found no abnormalities that would contribute to this issue. A lot history review was conducted and found no other similar events for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 81 complaints, regarding 695 devices, for this device family and failure mode. During this same time frame 1,723,975 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0004 the instructions for use (IFU) provides the user with information regarding proper care and use of this device. Also per the IFU the user is advised that sterility is guaranteed unless package has been opened, broken, or damaged. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
During incoming inspection, the distributor rejected this device, ultraclean 4in blade electrode with extended insulation, catalog # 139112ext, lot 201911054, for a possible breach of sterility due to an insufficient heatseal. There was no contact with any patient as this was found during incoming inspection in japan. The completion of the device evaluation confirmed an insufficient heatseal. Due to the breach in sterility, this report is being raised as a malfunction with potential for injury upon reoccurrence.